Event description:
The nurse of a (B)(6) male patient contacted zoll lifecor customer support to report that her patient's device broke and wires are exposed. The patient's electrode belt was replaced.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt (B)(4) has been completed. The reported problem (damaged cable/wires exposed) has been confirmed. The cause for the damaged cable/exposed wires was a broken trunk cable connector. The root cause of the broken connector cannot be positively identified, but was likely a result of excessive force. No adverse event resulted from the damaged connector. The patient received a replacement electrode belt.